Manufacturer narrative:
On july 14, 2022, mentor received additional information regarding the date of event. The date of event has been updated to october 23, 2021 in section d6a. Of this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 20, 2023, mentor received additional information regarding the patient's diagnosis and date of device implantation. Per an ultrasound, no leakage was observed on the breast prosthesis. It was reported that the breast prosthesis may have possibly lateralized slightly, causing the volume to decrease medially. The left breast was reported to be very "loopy" and missing upper pole volume. Coding in section h6 has been updated to reflect this additional information. The device date of implantation has been updated to (B)(6) 2021. Section d6a. Has been updated on this report. Manufacturer¿s reference number: (B)(4) the "additional manufacturer narrative" in section h10 of the previous report was referring to the date of device implantation, not the date of event. The device date of implantation has been updated to (B)(6) 2021 on this report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: : no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with a 450cc mentor smooth round moderate plus profile saline breast prosthesis and experienced anisomastia on the left side post-operatively. The patient reported the left side was lower than the right. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.